Manufacturer narrative:
Premarket/510(k) #: k163248 & k151895. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the right upper lobe during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2020. According to the complainant, during procedure the tip of the needle broke and detached in the patient's airway. The needle was retrieved using a pair of grasping forceps. The procedure was completed with another acquire pulmonary needle. There were no patient complications reported as a result of this event.